Manufacturer narrative:
From the preliminary investigation, it was found that the patient received one positive curative test result. The result for the positive test was released on (B)(6) 2021. The patient's sample resulted in viral CT of 28.45, which is in the positive range. No corrections were made to this test result upon release to the patient. The patient did take two other curative tests after receiving their positive result. Both test resulted out a negative results and were taken on (B)(6) 2021. Per the clinical lab's investigation, the sample was resulted correctly and any contamination to the patient's sample was ruled out. The patient's sample was located on (B)(4) at position e11. The sample was extracted by kingfisher extraction method serial number# (B)(4) using lbf lot#184101000, bbd lot#18634400, bbd ipa lot#shbm8301, 70% etoh wash lot#shbm8238, elution lot#21501. The plate was run using master mix batch# 249 on biorad 96. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. There were also no extremely low CT value samples in a neighboring well to cause contamination. Additional curative tests take by the patient on (B)(6) 2021 resulted as negative results. Customer success did reach out to the facility contact for (B)(6) and explained that curative had confirmed with the cls that the test was correctly processed and that the test results were accurate. Also, that here was no contamination involved. In conclusion: curative cannot confirm the patient's claim of false positive. The results of the investigation showed a true positive for the patient's first test . The additional tests taken by the patient that resulted as negative could be due to viral shedding.

Event description:
The facility contact for (B)(6) called in regarding potential false positive result for patient (reference #(B)(6) barcode (B)(4)). Customer success found that the patient tested positive on (B)(6) (barcode (B)(4)), then tested negative on (b(6) (barcode (B)(4)) and (B)(6) (barcode (B)(4)), which caused the facility to believe it was a false positive result.